Manufacturer narrative:
Additional information through follow up, it was learned that the patient had difficulty with depth perception due to blurry vision. Prescription spectacles did not resolve the patient''s visual concerns. The lens was replaced with a another model and lower diopter. The patient is stable post operatively. No additional information was provided. The following field was previously reported as exact date is unknown and has now been updated accordingly. Section b3: date of event: (B)(6) 2019. Section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/29/19. Section h3: device returned to manufacturer? Yes. Device evaluation: it can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were identified. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event, exact date unknown / not provided. Best estimate date is between (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a mechanical failure. The incision was enlarged, and a suture was required however, no additional intervention was required. No additional information was provided.